Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) for an elevated blood glucose (bg) level, specific value not provided. Cause of high bg was not known. Reportedly, the customer fell and cracked the pump touch screen and the pump became unresponsive. Customer administered a manual injection to address bg. Bg was treated with intravenous fluids of insulin and saline. Customer was released from the ICU on march 30, 2022 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B5: customer called back and reported additional information to tandem technical support that the release date for the hospitalization was around (b)(3) 2022. The failure investigation has been completed and the alleged touchscreen issues were verified. Based on the analysis, the alleged high blood glucose issue was verified in the pump logs. However, no failure was identified.